Event description:
The string ripped right off. [Device breakage]. Got a tampon stuck. [Foreign body in reproductive tract]. Case narrative: on 26-aug-2022, a spontaneous report was received from a consumer regarding a 43-year-old who was being treated with o.b. Original tampons - applicator and non-applicator versions (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of o.b. Original tampons - applicator and non-applicator versions. On an unspecified date in (B)(6) 2021, after starting the product, the patient was at work and the tampon got stuck. The string ripped right off. She panicked and had to go to the doctor's office to get the tampon removed. On an unspecified date in (B)(6) 2022, she had the same thing happen twice within 24 hours but she was able to remove the tampons. On an unspecified date in 2022, she purchased a different tampon product as she did not trust the o.b. Original tampons - applicator and non-applicator versions anymore which disappointed her as she had always liked the size and lack of unnecessary packaging and even had got her daughter using the product. No further information was expected.

Manufacturer narrative:
No device history record investigation can be done at this time and trend analysis cannot determine this complaint¿s association with any lots of known identity due to lack of manufacturer¿s lot code supplied with the complaint. The investigation revealed no issues requiring corrective action with the product manufactured.